Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported fluid found on the floor after a retina procedure. They customer believes that the fluid came from the cassette. No patient harm was reported.

Manufacturer narrative:
As the customer did not retain the finished goods lot number; the device history review ( DHR ) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause or draw an exact conclusion on potential contributors. The manufacturer internal reference number is: (B)(4).